Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply voltage was adjusted, the system software was upgraded and the camera stops were calibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the system froze up (looked up). There is no report of pt injury.